Event description:
The customer reported that the connector was loose and the position was shifted so the cable could not be connected. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The connections at the receptacle for the cable were repaired and the isd2 circuit board was replaced. The system was tested and found to be working as intended and put back into service.